Event description:
Customer called stating that the meter was showing hi. Was not sure if it was a mistake. Customer tested with a competitive meter and results were 67mg/dl. Customer then took a small meal and 2 units of fast acting insulin and started to have an insulin reaction. An ambulance was called. The paramedics reported a glucose reading of 20mg/dl. Patient was treated by paramedics and released. A review of the system was conducted over the phone. No system malfunction was evident. Customer was asked to return the meter for evaluation. A replacement meter was provided and the custmer was invited to call 24/7 with future questions/concerns.